Manufacturer narrative:
A partial lead with the connector pins measuring 2.2cm and 2.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, increased pacing lead impedance and noise were observed. High capture threshold was noted. Noise was seen on the real time egm. The lead was capped and replaced during a normal device change out due to eri.